Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." Correction: d,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some of the catheters were not well curved at the end and the user was unable to use the catheters. Customer had pictures of the good ones (usable) and the bad one (unusable) and user stated that this happened repeatedly for a couple of months. Per follow-up via email on (B)(6) 2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted and stated that catheter was tried to be inserted to the point of bleeding. Per follow up via phone on (B)(6) 2020, some of the catheters were not curved enough so the customer was unable to insert it all the way. Per additional follow up information via email on (B)(6) 2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer has pictures of the good ones (usable) and the bad one (unusable) and user stated that this has been going on for a couple of months. Per follow-up via email on 25nov2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted and stated that catheter was tried to be inserted to the point of bleeding. Per follow up via phone on 01dec2020, some of the catheters was not curved enough so the customer was unable to insert it all the way. Per additional follow up information via email on (B)(6) 2021, customer had 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not.